Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having so much trouble with it; it was acting up sometimes and the patient had ¿totally no control.¿ the patient said, ¿as soon as they moved they had issues and couldn¿t stop the bladder.¿ this was noted to have started in (B)(6) 2018. Then they were ¿going an hour and a half and then three hours.¿ it was noted that the patient had already been reprogrammed and ¿was now working pretty good now¿ they think. Then they stated, ¿still the same but not every hour and half or every three hours.¿ when they go, they go so much they flood their pads, but they are not having it as often; they go every two and a half to three hours and that is good for them. The patient mentioned that they would be meeting with a manufacturer representative at their healthcare provider¿s office to make sure the device is right. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was seen on (B)(6) for follow up, and the device was off at the time of their appointment. The device was turned back on at this time and the patient is scheduled for follow up with the healthcare provider¿s office again in august, but they were not sure on the date. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.